Event description:
It was reported, that this right ventricular lead exhibited oversensed noise. Which led to greater than 3 seconds of asystole. There has been no intervention at this time. The patient is being monitored closely by latitude. The lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).